Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Initial report mentioned a clinical application specialist input regarding the event. Clinical application specialist stated vertical gas breakthrough occurred most likely due to thin planned flap (hundred microns). Surgeon is aware of a thicker parameter recommendation but will continue to have hundred microns be his default. Surgeon is also aware that company does not recommend to touch a flap when this occurs, however chose to proceed. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported a vertical gas breakthrough towards the outer edge of the flap bed in the left eye of a patient during flap creation procedure. Patient was treated successfully.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).